Manufacturer narrative:
Concomitant medical products: 200-02-38 three peg patella 38mm sn: (B)(4), 02-010-01-0350 logic femoral ps cem right sz 5 sn: (B)(4), 02-012-41-5050 logic tibia traptray cem sz 5f/5t sn: (B)(4). No device return anticipated due to facility policy. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who was initially implanted on the right knee, initial implant date unknown, was diagnosed with poly wear during a post-up visit and was revised to exactech devices. The patient was last known to be in stable condition following the event. Revised to logic size 5 psc 11mm insert.

Manufacturer narrative:
H6: the revision reported was likely the result of wear due to mechanical overload during knee flexion. However, this cannot be confirmed as the device was not available for evaluation and additional clinical information was not provided. A contributing factor to the reason for the reported polyethylene insert swap may have been the inclusion of the implanted polyethylene component in the packaging recall.

Event description:
It was reported that approximately 58 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, stiffness, and debris synovitis. Revision surgery operative notes were provided. The surgeon performed a synovectomy and revision of the tibial polyethylene. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. G3: added 27-sep-2023, date received for revision operative report. H6: added health effect - clinical codes. The following sections were corrected: h6: corrected health effect - component code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.